Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number: 7265051. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use leakage occurred at the hub with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from china to english: on (B)(6) 2019, at 9:10 am, the patient was transfused with the closed intravenous indwelling needle and found that there was leakage at the connection between the indwelling needle handle and the hose. The leakage did not change after the treatment. The intravenous indwelling needle was removed and a new indwelling needle was replaced.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred at the hub with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, at 9:10 am, the patient was transfused with the closed intravenous indwelling needle and found that there was leakage at the connection between the indwelling needle handle and the hose. The leakage did not change after the treatment. The intravenous indwelling needle was removed and a new indwelling needle was replaced.